Event description:
On (B)(6) 2012, the patient's mother alleged the patient suffered blood glucose readings of 591 mg/dl with large ketones. She states the patient's infusion sites were healthy with no redness, irritation, or infection. The patient does not reuse cartridges or tubing. Upon troubleshooting the time is correct on the pump and pump settings and delivery history were deemed accurate. There is no evidence of a mechanical insulin delivery issue with the pump therefore there is no evidence the pump reasonably caused or contributed to the patient's blood glucose elevation. This complaint is being reported due to possible use error and because the patient had elevated blood glucose above 500 mg/dl with large ketones while on insulin pump therapy.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: pump was returned with visible evidence seen thru the display lens. A leak test confirmed the pump has a display lens leak. Pump was unresponsive when battery was inserted, no screen, audible or vibe was present. Internal moisture damage was observed inside pump. Pump downloads and required investigation could not be competed due to moisture ingress.